Event description:
It was reported that during a low anterior resection procedure, the staples did not form. The procedure was completed with a like device. The operating room time was extended by two hours. There was no reported pt consequence.